Event description:
Reporter indicated that the site's handheld computer's screen would only come on half way. No other information about the issue was known at the time. All attempts for more information and to have the product returned for analysis have been unsuccessful to date.